Event description:
Related manufacturer reference number:2017865-2022-42864. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise and had insulation damage. The right atrial lead exhibited a pacing problem and insulation damage. No intervention was performed. The patient was in stable condition.